Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. On (B)(6) 2020, the skin was irritated, red, and itched. After the sensor was removed, the area continued to itch, had a sensation of burning and a mark. Medical intervention at a facility was documented; however, no specifics were provided concerning medical intervention. No additional patient or event information is available.